Event description:
The manufacturer received information alleging a ventilator's display screen was not readable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation, the settings were unable to be changed. The device's front panel/keypad led pca was replaced to address the issue.